Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon further review, there are no reportable issues associated with either this rv lead or the associated ICD. The decrease in rv pace impedance had been the result of patient condition. Final analysis of the returned lead determined no findings of a product performance issue. The separately reported device was determined to have performed within normal limits in analysis also. There was no evidence of adverse effect from radiation on the medical devices. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit a rise in impedance, although still within normal limits. The physician determined that this rv lead issue was to be addressed in a lead revision procedure. The boston scientific technical services consultant concurred with the physician's decision for early surgical intervention to replace this rv lead as well as the associated device. The patient had also recently undergone radiation therapy. This or the impact of change in impedance may have caused or contributed to the associated implantable cardioverter defibrillator reaching elective replacement indicator (eri) earlier than expected. There were no reported adverse patient effects associated with these clinical observations, beyond the upcoming early surgical intervention.

Event description:
--